Event description:
The hcp reported the pt's intrathecal drug delivery pump was programmed to stop mode in 2008; however, when the pt returned five days later the pump was in simple continuous infusion mode. Investigation revealed the pump was never updated to stop mode, instead, a print file was created and the session was exited without the updates being made. The drug used in the pump is dilaudid 5 mg/ml at a dose of 0.658 mg/day. The pt was reported to be "fine".